Event description:
Same case as MFR report #: 2134265-2008-03121. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, severely calcified, proximal rca (right coronary artery) lesion measuring 3.5x8mm with 95% stenosis. Target lesion one was treated with predilation, placement of a 3.5x8mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo, moderately calcified, mid rca lesion measuring 3.0x16mm with 75% stenosis. Target lesion two was treated with predilation and placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. Moderate balloon "stickyness" was reported with both taxus liberte stent delivery balloons. The event was resolved by pulling harder for each balloon. No additional treatment was required and there were no patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.